Event description:
It was reported that this patients device was exhibiting beeping tones. The patient noted that the tones get louder as he moves his left arm. The patient was seen in the clinic and attempts at interrogating the device was unsuccessful. The device was subsequently explanted due to this and replaced with a new one. No additional adverse events were reported.

Event description:
It was reported that this patients device was exhibiting beeping tones. The patient noted that the tones get louder as he moves his left arm. The patient was seen in the clinic and attempts at interrogating the device was unsuccessful. The device was subsequently explanted due to this and replaced with a new one. No additional adverse events were reported. This device was received and analysis was completed.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device was returned with no telemetry and did not emit tones with magnet placement. Several attempts to communicate with the device were made, however, was unsuccessful. The device case was opened, and an external battery was attached. The battery voltage was noted to be 0.69 volts. The patient log showed a pattern of writes and resets indicative of behavior consistent with a shortened telemetry wake-up pulse behavior ('radiofrequency/rf wake-up period') associated with the crystal oscillator within the rf circuit.